Event description:
The pt presented with a 90%, short occlusion of the sfa. The physician chose a 2.3 te otw and began lasing in the occluded vessel. After the 3rd lasing run, a dissection was noted on fluoroscopy. The physician removed the te device, ballooned and stented the vessel and successfully contained the dissection. Blood flow was restored to the vessel and the pt recovered without any further reported complications. The device was discarded after use in the hybrid operating room and therefore was not returned to the MFR for analysis. An internal lhr review was performed and showed no non-conformances or issues.